Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump alarmed and was not able to turn off. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked right plunger case. The tamper seal was not broken. Review of the event history log (ehl) showed primary audible alarm post and acu watchdog errors. The device was powered on and an audio test was performed as part of the functional test and the reported issue was not duplicated. At level 1, the reading was 12, level 2 was 25, level 3 was 51, level 4 was 112 and level 5 was 173. The pump passed calibration. As a preventive measure, the interconnect board and speaker were replaced. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device per (B)(4) was related to the customer reported issue of a system failure: primary audible alarm. Although the reported problem is the same, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint.